Manufacturer narrative:
The pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Pump error due to j6 connector resistance issue. Pump error 25 confirmed. Unexpected battery power loss not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump rejects new battery and had replace battery alarm. The customer¿s current blood glucose value was unknown. Customer stated she inserted a new battery and received a replace battery alert. Customer received a low battery alert prior to the replace battery alert. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.